Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead for what the physician believes to be t-wave oversensing (twos) post vs (ventricular sense) during ventricular tachycardia (vt). It was noted that during the office check twos could not be elicited. The physician chose to reprogram the rv lead to prevent twos and sent the patient home. The rv lead remains in use. No patient complications have been reported as a result of this event. On 2019-06-07: it was also reported that upon interrogation the cardiac resynchronization therapy defibrillator (crt-d) after lead integrity alert (lia) was triggered it would not resume detections. The detections kept going to ¿suspended¿ during the interrogation. It was noted that the crt-d has reached rrt (recommended replacement time). The crt-d remains in use and will be changed out at a later date. No patient complications have been reported as a result of this event.